Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 8 months post implant of perfix plug, patient was diagnosed with pain, adhesions and scar tissue thereby underwent repair with partial mesh removal. The instructions-for-use supplied with the device list adhesion as a possible complication. This emdr represents perfix plug (device #1). An additional supplemental emdr was submitted to represent perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: on (B)(6) 2012 - patient was diagnosed with pantaloon left inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device #1 & #2). Per operative notes, ¿the hernia sac was dissected free from the cord structures, pubic tubercle and retracted back into the internal ring. A large perfix plug (device #1) was used and tacked in place. The floor was then found to be weak. A small perfix plug (device #2) was placed in the floor and tacked. An onlay mesh was then cut to size and tacked down in an interrupted fashion.¿ on (B)(6) 2013 - patient who had previously undergone physical therapy with pain management without success continues with intractable left inguinal/pubic tubercle pain thereby underwent open repair with the partial explant of medial portion of perfix plug (device #1). Per operative notes, ¿the cord structures were freed from the pubic tubercle. This was somewhat difficult secondary to the scarring in the area. An onlay patch was noted to be in good position, the mesh itself was then freed from the pubic tubercle. It is fairly adherent in this area, approximately one centimeter of the mesh was removed in this area approximately and the mesh was then tacked superiorly to the ilioinguinal ligament.¿ (note, there was no mention/visualization of device #2 during the procedure.) Attorney alleges that the patient had adhesions, pain and emotional injuries. It is also alleged that "the mesh was not completely removed during repair procedure because to do would have been too dangerous.